Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high right ventricular pacing lead impedance and a polarity switch were noted on the patient¿s right ventricular lead. The lead¿s polarity was reprogrammed. Normal impedance was noted on (B)(6) 2017 and the lead¿s polarity was reprogrammed. On(B)(6) 2017 the device recorded another polarity switch. The lead was reprogrammed. The patient was asymptomatic throughout and will be monitored.